Event description:
Right hip revision surgery was performed due to symptoms consistent with metallosis. Clicking, popping and pain in groin reported in third year post implantation. Some pain on the lateral and medial thigh discomfort.